Event description:
Pt's attorney reported: in 2003- the pt underwent a hernia repair procedure with implant of a non-recalled composix kugel mesh patch. The pt suffered persistent abdominal pain accompanied by abdominal distention and tenderness. In 2007- the pt had mesh patch explanted. The physicians noted massive intestinal adhesions.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While adhesions is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.